Event description:
It was reported that when using the bd pyxis¿ medflex 1000 patient was missing on the machine and was unable to see any medication profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was showing. A technical support specialist (tss) remoted in system and was able to see one of patient not showing in the system. No issue was found. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 patient was missing on the machine and was unable to see any medication profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.